Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0hkjr, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient felt tingling, numbness, and heating on the right side of the body during a head MRI. The symptoms started ¿about 1 to 1.5 minutes into sagittal scan.¿ the feelings persisted after MRI scan was discontinued, and patient was still in the room with the MRI machine. The patient still felt the sensations after the MRI was turned off for 20-25 minutes, though the sensations were decreasing. There was no history of ¿these types of symptoms.¿ it was noted that the implantable neurostimulator (ins), which was implanted in the left buttock, had been turned off prior to procedure. Continuing the MRI was discouraged. Follow-up is being conducted to obtain patient outcome and if any actions were taken as a result of the event.